Event description:
A peritoneal dialysis (pd) pt reported during treatment that the cycler alarmed for a fill complication. She attempted to clear the error, but could not. She discontinued treatment and during disassembly she discovered a fluid leak. The pt did not retain a sample. During follow up, the pt's pd nurse reported that her effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.